Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative:: upon further investigation, it was determined that the device evaluation required an update. Device evaluation update: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the system console device was stuck in its boot up sequence and displaying a ¿fp 0¿ code system was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had loose connections, component damage, a crack/damaged housing, and the pin was pushed back in the connector. It was noted that the housing was cracked, the connector is pushed in and the electrical port was damaged. When the device was disassembled it was found that the wiring harness inside was loose. It was further determined that the device failed pretest for visual assessment. The assignable root cause was of these conditions was determined to be traced to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the system console device was stuck in its boot up sequence and displaying a ¿fp 0¿ code system was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had loose connections, component damage, a crack/damaged housing, and the pin was pushed back in the connector. It was further determined that the device failed pretest for visual assessment. The assignable root cause was of these conditions was determined to be traced to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the system console device was stuck in its boot up sequence and displaying a ¿fp 0¿ code which flashed once and very quickly. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.